Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2002. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient also experienced infection, urinary problems, bleeding, dyspareunia, and other ¿ bladder prolapse. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced hematuria, dyspareunia and sui.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urgency and dysuria. (B)(4).

Manufacturer narrative:
The patient concurrently had a laparoscopic tubal ligation at the time of the sling implantation. It was reported that the patient underwent a mesh revision surgery on (B)(6) 2003 due to urinary retention, urinary frequency, bladder pain & spasms; infection; dyspareunia; bleeding and bladder prolapse. (B)(4).